Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a bilateral case of mid-peripheral flattening in the corneal topography observed at six months post lasik procedure. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the assumed time range of day of treatment. Post-operative topographies provided; however, pre operative topographies were requested for comparison, but not received, therefore no review of patient data can be performed. The root cause could not be identified conclusively. The manufacturer internal reference number is: 2016-78253